Event description:
The recipient reportedly experienced swelling at the implant site. In (B)(6) 2015, the recipient was treated with a course of antibiotics and ceased device use. The swelling resolved and the recipient resumed device use. On (B)(6) 2017, the swelling recurred. The recipient was again treated with a course of antibiotics and elected to cease device use. The swelling resolved and the recipient resumed device use.

Manufacturer narrative:
(B)(4). On (B)(6) 2015, the recipient was prescribed keflex 250mg 4 times a day for 7 days. On (B)(6) 2017, the recipient was prescribed cefdinir 300mg once a day for 10 days. Advanced bionics considers the investigation into this report as closed. The recipient's swelling is resolved and the recipient continues device use. This is the final report.